Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump fell on a counter and the touch screen became shattered. The pump touch screen became black and customer was unable to see anything on the pump touch screen. Customer's blood glucose was 153 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.